Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no report of pt being harmed as a result of this malfunction. An regulatory evaluation was performed on (B)(4) 2013 stated that (B)(4) act as the OEM of this device, (B)(4) is listed as the legal MFR and therefore assume reporting responsibility for this case. A investigation will be performed into this case and the results will provided to (B)(4) so that they may determine reportability accordingly. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow- up report will be submitted.

Event description:
Information received via complaint form is stated as follows: "blockage was observed".